Event description:
Per patient, this patch was implanted in 2003 and a second patch implanted in 2005. One has been explanted due to pain and swelling. Second patch is scheduled for explant in 2007. Unclear which patch was removed earlier or when the explant occurred.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.